Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit's batteries are not charging. There was no patient harm.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's batteries are not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of the batteries not charging and the unit not powering on while plugged in. Also found error codes 111. The fat performed a visual inspection and found the part to be missing a u31 component. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit will not boot up. Confirmed the reported failure. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery will not charge. The patient involvement information is unknown. Customer reports unit not charging. A getinge field service engineer (fse) arrived onsite and found unit not turning on while plugged in. Unit would turn on normally. Found codes 111 which lead to the executive board. Removed and replaced the exc board as required. Unit passed all functional and safety tests per factory specifcations. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.